Event description:
Two shipments were received by the user facility, each having a different lot number. Shipment a contained the certification stating product identity for shipment b, and shipment b contained the certification for shipment a. The actual device labels were correct. The user facility detected the error, and there was no pt effect. Both shipments were returned to the MFR.